Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found the unit contained all twenty clips. The clips were fired off one at a time and conformed to all specifications. The unit was disassembled and engineering found internal damage to the trigger and excessive grease. The root cause of the jamming was due to excessive grease causing friction between internal components and a higher actuation force. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As part of this continuous process, applied medical has recently implemented device enhancements which are intended to minimize the potential for this type of damage to occur. This document represents our final report.

Event description:
Lobectomy - "during the intervention while using the clip applier did not close on the artery."

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.